Event description:
My daughter wears soft contact lenses and used amo complete moistureplus multipurpose solution. She experienced: redness, extreme pain, light sensitivity. The pain was so extreme that she went to the emergency room in 2007 and then had follow visits with an eye dr two days later, the following day and two days later. The emergency room drs thought she had pink eye. The eye specialist stated that she had an ulcer on her left eye. The bottles of product that she has been using include: